Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had malfunctioned early after surgery and reporter was not able to get a hold of anyone at their company at that time, so they called anesthesia. The pump had been alarming upstream occlusion. Per reporter, there were no bends in the line. Anesthesia was not able to help and had them pull the pump. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No event history log provided. No previous repair was noted for the last 12 months. A complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.